Manufacturer narrative:
(B)(4).

Event description:
When the guide wire was withdrawn it was noticed that only a partial piece of the guide wire was withdrawn, in that the remaining piece had broken off. The complete catheter was removed and the arterial catherization was abandoned. A thorough search located the broken part on the floor and not in the patient.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a separated guide wire, catheter, and needle. Visual examination revealed the coil wire was broken; the point of separation appeared as though the wire was sheared off by the needle bevel. The guide wire contained one major kink. The proximal weld appeared full and spherical. Visual examination of the returned needle and catheter did not reveal any defects or anomalies. The broken portion of the coil wire measured to be 45 mm. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed the distal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The reported complaint of a guide wire separating in use was confirmed by complaint investigation. A portion of the coil wire on the returned guide wire was severed and broken off. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when the guide wire was withdrawn it was noticed that only a partial piece of the guide wire was withdrawn, in that the remaining piece had broken off. The complete catheter was removed and the arterial catherization was abandoned. A thorough search located the broken part on the floor and not in the patient.